Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
All attempts to the reporter for additional information have been unsuccessful to date.

Event description:
Reporter indicated intermittent high lead impedance with vns systems diagnostics testing was obtained for a patient at an office visit on (B)(6) 2013. When the vns output current was 2ma, impedance was high with 5510 and 5700 ohms. When the output current was lowered to 1.5ma, the ohms value was 4707 with ok impedance. The generator was not at end of service. The output current was programmed back to 2ma at the reporter's discretion. Attempts for additional information and programming history are in progress.